Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy electrodes. The area was reported to be the size of one of the therapy electrodes. The patient indicated that the irritation felt like a burn. During a follow up the patient reported that he saw a dermatologist and was given hydrocortisone cream for the rash. The patient indicated that the rash had improved since applying the cream. Review of the patient's downloaded software flag files confirmed that the patient was not treated by the device during use.